Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 180-225mg/dl fasting. Verified the strips expired 8/13/2016. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 523mg/dl and 535mg/dl not fasting. Reviewed meter memory: (B)(6). Customer is concerned with the results taken on (B)(6) 2016 359mg/dl at 10:18am and 400mg/dl at 10:13am. Customer states she had unknowingly been using expired strips, but after realizing she purchased new strips and the result was still higher than her expected results. Customer states that she is getting results in the 300-500mg/dl but her normal range is 180-225mg/dl. Customer states that she started new insulin on (B)(6) 2015, but she is not sure if that have anything to do with it.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 180-225mg/dl fasting. Verified the strips expired 8/13/2016. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 523mg/dl and 535mg/dl not fasting. Reviewed meter memory: (B)(6).